Manufacturer narrative:
Per regulation EU (B)(4) (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. If explanted, give date: not applicable as lens remains implanted. Initial reporter telephone number: (B)(6). The device was not returned at the manufacturing site; therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. The manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. A search of complaints related to this production order (po) was performed. A search of complaints revealed 1 other complaint has been received for this production order number and the complaint issue reported was not related. No escalation is required. As a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be confirmed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after implanting an intraocular lens (iol) into the capsular bag, black fuzz was detected behind the lens, which was then removed from the eye. The surgeon was able to suction it off with irrigation aspiration (I/a). Through follow-up, it was learned that at the end of the operation the eye was clear and looked regular.